Event description:
It was reported that the user experienced an issue with the maxplus on the oncology units. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report of an issue with the maxplus was not confirmed. Visual inspection of the set noted no damage or any anomalies. The connector was inspected under magnification to determine if any damage was noted. No damage was observed on the connector¿s male and female luer sides. Functional and pressure testing resulted in no leaking from the connector or connections. Dimensional analysis was performed on both the male luer and female luer sides of the connector and found to be within the required specifications. The root cause of the reported issue with the connector was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the user experienced an issue with the maxplus on the oncology unit. .although requested, no further details were provided by the customer for this event.